Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an unspecified heart issue and spots on the lungs. The patient did receive medical intervention and reported to have had open heart surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an unspecified heart issue and spots on the lungs. The patient did receive medical intervention and reported to have had open heart surgery. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During the investigation, observed a white dust contaminant inside the inlet of the blower box confirming debris in the airpath. A dark contaminant was observed around the exterior of the iso port. A dark dust-like substance was observed on the top enclosure and front panel. A white dust contaminant was observed sitting on the top, exterior of the blower box. A dark dust contaminant was observed on the rear panel, o-ring of the rear panel, bottom enclosure, and inside the blower box outlet. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Keratin-like contamination was observed around the blower output seal. Product investigation laboratory used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam residue in the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that the investigation at product investigation laboratory confirm the presence of degraded sound abatement foam residue in the blower box and observed dust/dirt contamination in the airpath, likely from a source external to the device. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.